Event description:
It was reported that the physician is concerned with the amount of perforations associated with the use of the lead at the medical center. The specific leads in question have all been reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).